Event description:
It was reported that, after a new pulse generator was implanted, the shock impedance of the chronic electrode was 138 ohms with high energy and 150 ohms with a low energy shock. Technical services advised to check for air in the pocket. The system remains implanted. There were no adverse patient effects.